Manufacturer narrative:
An event regarding disassociation and altr involving an accolade stem was reported. Disassociation was confirmed following a clinician review, altr is observed on the provided intraoperative image. Method & results: device evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs provided are of the recently explanted stem with tissue/blood around the stem body and a worn trunnion. An image of the patients blackened tissue was also provided which is indicative of altr. Medical records received and evaluation: the provided medical records were reviewed by a clinical consultant indicated: rejected for medical review. Need primary and revision operative reports, histopathology reports, serial x-rays and office/clinical notes, examination of the explanted components. Provided x-ray and pictures confirmed the dissociated stem and head. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: disassociation was confirmed following a clinician review, altr is observed on the provided intraoperative image; however, the provided records were rejected for medical review as it was indicated that the clinician needed primary and revision operative reports, histopathology reports, serial x-rays and office/clinical notes, examination of the explanted components to determine a root cause. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's left hip was revised. As reported by rep: "the femoral head and femoral stem neck trunion is worn. The femoral head disassociated".